Event description:
It was reported to philips that the device failed the auto test and there is a chirping sound. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.